Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to continue filling the cartridge with the insulin syringe due to resistance. Tandem technical support advised the customer to perform a syringe needle change to address the issue; however, customer declined. There was no reported adverse impact to the customer's blood glucose. Tandem technical support attempted to contact the customer multiple times to obtain additional information; however, no response was received.